Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received 13 inappropriate shocks due to noise, with an alert for the noise noted. Oversensing, high and unstable pacing impedance, and lead fracture were also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.